Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jul2020.

Event description:
It was reported to philips that the device turns on automatically when the machine is turned off. The device was reported as being in clinical use at the time of the event, however, there was no report of patient or user harm. A good faith effort was made and it was reported the device is not used on patients. A philips authorized service personnel (asp) evaluated the device and confirmed that the user interface and power switch required replacement. The asp replaced the user interface and power switch to resolve the reported issue and the device passed operational testing.